Event description:
It was reported that pump displayed malfunction alarm with code 16, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed pump was part of field correction program, provided instructions to reset pump, assisted caller with reset, and confirmed malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction alarm appeared again, and caller acknowledged understanding of instructions.